Manufacturer narrative:
Received one (1) opened/unused list #146870489 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. The complaint of the set generating proximal air back prime error making it not read the accurate information cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated an air-in-line alarm during patient use. The report stated that they received an additional complaint for this lot. The initial reported issue was that the set generated a proximal air back prime error, making it not read the accurate information. There was no patient harm reported.